Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "yesterday evening, the instrument flagged multiple bottles as positive around the same time. The customer carried out a gram staining on the bottles and all were negative. 4 false positive blood cultures. Confirmatory testing: gram staining was negative. Customer always first confirms positive cultures with a gram stain before reporting. No false results reported."

Manufacturer narrative:
After additional review this MFR# 1119779-2022-00804 should be considered canceled. It is a duplicate of MFR# 1119779-2022-00803.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "yesterday evening, the instrument flagged multiple bottles as positive around the same time. The customer carried out a gram staining on the bottles and all were negative. 4 false positive blood cultures. Confirmatory testing: gram staining was negative. Customer always first confirms positive cultures with a gram stain before reporting. No false results reported."